Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the device was found in a hospital box labeled ¿damaged¿ in the sterile processing department at the facility. The box contained several used instruments. There was no further context able to be provided by the initial reporter. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tap was returned for evaluation. Testing found that a guide wire had broken off inside of the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was a box full of damaged instrument. The manufacturing representative stated that some of the tips were visibly bent and the spine clamps would not engage. There was no patient present when this issue was identified.